Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported, "I had a robotic stryker left knee replacement. Then had a robotic stryker left hip replacement. Knee seemed okay when it was first done but later I have an extremely hard time walking. Some days it feels puffy. I did have sciatic nerve pain after left hip surgery. My quality of life is not good. I have to walk with a cane on a bad day which are many. As you can guess it doesn't do wonders for depression." This is for left hip.